Event description:
A patient underwent a craniotomy wherein floseal was applied. During the procedure, the customer had to exert a great deal of pressure to expel floseal from the syringe. While doing so the applicator tip nicked the patient¿s brain and caused a small bleed. Floseal was used to stop bleeding. No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.